Event description:
This lead was capped on (B)(6) 2011 due to sub 300 ohm impedances. The procedure took place at (B)(6) hospital of (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).